Manufacturer narrative:
Product analysis #261754464:six (6) photos were received from the account. Photos of the shelf carton label confirm the product iden tification as reported. Two (2) photos show the device in the product pouch. Product analysis #262275111:device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The device returned with the external slider in the home position. A severe kink was observed on the graft cover 9.7cm from the tip at the front end of the stent stop. There was no further damage evident to the device. The cause of the kink could not be confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was attempted to be implanted in an unknown endovascular procedure on an unknown date. On return of the device, severe kinking was observed on the graft cover 9.7cm from the tip at the front end of the stent stop. There was no further damage evident to the device. The cause of the kink could not be confirmed through analysis. No additional clinical sequalae were provided